Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed, and no faulty were identified. A review of the 12-month service history confirmed that no service records were identified during this period. A visual inspection and functional testing were performed; it was observed that the downstream occlusion (dso) seal detached, battery compartment damaged and battery separator missing. The reported issue was confirmed; however, the probable cause was attributed to separator was missing. The battery compartment and separators were replaced to resolve the issue. Performance verification testing (pvt) was performed, and the unit passed all testing criteria.

Event description:
It was reported that during testing, the pump battery was missing. Upon further investigation, it was identified that the downstream occlusion (dso) seal was detached. This malfunction makes the event reportable. There are no patient involvement and no harm/adverse event reported.